Event description:
It was reported that the patient had generator replaced due to end-of-service on (B) (6) 2009. Patient's recent visit showed high lead impedance with dcdc code greater than 10,000 ohms. Last good diagnostics were obtained on (B) (6) 2009. Eri said 1.7 years remaining. Patient's generator was turned off. Patient was sent for x-rays and for a surgery consult. No patient manipulation or trauma was reported. X-rays were not available for further manufacturer review. Revision surgery is likely.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.